Manufacturer narrative:
The insulin pump had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had scratch on the screen and was hard to read. The customer's father also reported that the insulin pump had crack. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.